Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic floor pain and achy, lower right ovarian hip to knee all the time') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation, parity 3 and temporomandibular joint disorder (since 10 years). On (B)(6) 2012 patient undergo for essure confirmation test. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced neurological procedural complication ("nerve damage caused when essure placed"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual periods are heavy, excessive bleeding, passing gray tissue, period for 4 months/ menorrhagia"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), iodine allergy ("allergic or hypersensitivity reaction type: iodine"), adhesion ("adhesives"), rubber sensitivity ("latex"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient was found to have blood testosterone decreased ("hormonal changes describe: low testosterone") and progesterone decreased ("low progesterone/progesterone 1.1"). In 2013, the patient experienced headache ("severe headaches for 6 months"), mechanical urticaria ("rashes or skin conditions type: dermographia") and rash ("rashes randomly appearing on arms /hands and trunk of body"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular bleeding"), anemic ("anemic / could not get out of bed"), hypoaesthesia ("started numb spots now"), allergy to metals ("nickel allergy"), neuralgia ("other injury(ies) or complication (s) please describe: severe nerve pain"), pain in extremity ("thigh to knee/ radiating down thigh knee"), groin pain ("right groin pain"), arthralgia ("hip pain/constant pain in my right hip that radiates down to my knee"), migraine ("migraines"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), ovarian disorder ("my ovaries are shutting down due to essure"), pruritus ("tattoo always itchy"), scar ("scar"), tooth disorder ("damaged teeth"), skin discolouration ("random spots on hip, thigh, groin area, fingers, lower back"), hot flush ("hot flashes"), swelling ("uterus swelling"), blister ("blisters on forehead, neck, shoulder, "), skin reaction ("reaction burned the all the skin off my ears"), anemia ("anemia"), loss of consciousness ("passed out"), contrast media allergy ("contrast dye allergy"), vulvovaginal pruritus ("vaginal itching"), decidual cast ("decidual cast ") and flatulence ("gas pain"), experienced amenorrhoea ("did not have a period for one year"), lasting 365 days and experienced abdominal distension ("bloating") and feeling abnormal ("do not feel like me anymore"). The patient was treated with biotin, keratin, vitamin d nos (vitamin d) and surgery (laparoscopic robotic hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, menorrhagia, mechanical urticaria, dysmenorrhoea, pain in extremity, groin pain, arthralgia, migraine and ovarian disorder had resolved, the menstruation irregular, anemic, amenorrhoea, alopecia, blood testosterone decreased, progesterone decreased, vaginal haemorrhage, iodine allergy, adhesion, rubber sensitivity, anxiety, panic attack, rash, allergy to metals, dyspareunia, fatigue, weight increased, neuralgia, neurological procedural complication, psychological trauma, abdominal pain, mood swings, pruritus, scar, tooth disorder, skin discolouration, hot flush, swelling, blister, skin reaction, anemia, loss of consciousness, contrast media allergy, vulvovaginal pruritus, decidual cast and flatulence outcome was unknown, the hypoaesthesia had not resolved, the abdominal distension had not resolved and the feeling abnormal outcome was unknown. The reporter provided no causality assessment for amenorrhoea, anemic, headache, hypoaesthesia, menorrhagia, menstruation irregular and pelvic pain with essure. The reporter considered abdominal distension, abdominal pain, adhesion, allergy to metals, alopecia, anxiety, arthralgia, blister, blood testosterone decreased, contrast media allergy, decidual cast, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, groin pain, hot flush, iodine allergy, loss of consciousness, mechanical urticaria, migraine, mood swings, neuralgia, neurological procedural complication, ovarian disorder, pain in extremity, panic attack, progesterone decreased, pruritus, psychological trauma, rash, rubber sensitivity, scar, skin discolouration, skin reaction, swelling, tooth disorder, vaginal haemorrhage, vulvovaginal pruritus, weight increased and anemia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-mar-2020: new events: mood swings, ovarian disorder, pruritus, scar, tooth disorder, skin discoloration, hot flashes, swelling, blisters, skin reaction, anemia, passed out, contrast media allergy, vaginal itching, decidual cast, gas pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic floor pain and achy, lower right ovarian hip to knee all the time') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation, parity 3 and temporomandibular joint disorder (since 10 years). On (B)(6) 2012 patient undergo for essure confirmation test. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced neurological procedural complication ("nerve damage caused when essure placed"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual periods are heavy, excessive bleeding, passing gray tissue, period for 4 months/ menorrhagia"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), iodine allergy ("allergic or hypersensitivity reaction type: iodine"), adhesion ("adhesives"), rubber sensitivity ("latex"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient was found to have blood testosterone decreased ("hormonal changes describe: low testosterone") and progesterone decreased ("low progesterone/progesterone 1.1"). In 2013, the patient experienced headache ("severe headaches for 6 months"), mechanical urticaria ("rashes or skin conditions type: dermographia") and rash ("rashes randomly appearing on arms /hands and trunk of body"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular bleeding"), anemic ("anemic / could not get out of bed"), hypoaesthesia ("started numb spots now"), allergy to metals ("nickel allergy"), neuralgia ("other injury(ies) or complication (s) please describe: severe nerve pain"), pain in extremity ("thigh to knee/ radiating down thigh knee"), groin pain ("right groin pain"), arthralgia ("hip pain/constant pain in my right hip that radiates down to my knee"), migraine ("migraines"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), ovarian failure ("my ovaries are shutting down due to essure"), pruritus ("tattoo always itchy"), scar ("scar"), tooth disorder ("damaged teeth"), skin discolouration ("random spots on hip, thigh, groin area, fingers, lower back"), hot flush ("hot flashes"), uterine enlargement ("uterus swelling"), blister ("blisters on forehead, neck, shoulder, "), skin reaction ("reaction burned the all the skin off my ears"), anemia ("anemia"), loss of consciousness ("passed out"), contrast media allergy ("contrast dye allergy"), vulvovaginal pruritus ("vaginal itching"), decidual cast ("decidual cast ") and flatulence ("gas pain"), experienced amenorrhoea ("did not have a period for one year"), lasting 365 days, experienced abdominal distension ("bloating") and feeling abnormal ("do not feel like me anymore"), underwent abdominal operation ("I have 3 scars and one in my bellybutton ") and was found to have weight decreased ("lost 7 lbs after all the fluids and surgery "). The patient was treated with biotin, keratin, vitamin d nos (vitamin d) and surgery (laparoscopic robotic hysterectomy with davinci). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, menorrhagia, mechanical urticaria, dysmenorrhoea, pain in extremity, groin pain, arthralgia, migraine and ovarian failure had resolved, the menstruation irregular, anemic, amenorrhoea, alopecia, blood testosterone decreased, progesterone decreased, vaginal haemorrhage, iodine allergy, adhesion, rubber sensitivity, anxiety, panic attack, rash, allergy to metals, dyspareunia, fatigue, weight increased, neuralgia, neurological procedural complication, psychological trauma, abdominal pain, mood swings, pruritus, scar, tooth disorder, skin discolouration, hot flush, uterine enlargement, blister, skin reaction, anemia, loss of consciousness, contrast media allergy, vulvovaginal pruritus, decidual cast, flatulence, abdominal operation and weight decreased outcome was unknown, the hypoaesthesia had not resolved, the abdominal distension had not resolved and the feeling abnormal outcome was unknown. The reporter provided no causality assessment for amenorrhoea, anemic, headache, hypoaesthesia, menorrhagia, menstruation irregular and pelvic pain with essure. The reporter considered abdominal distension, abdominal operation, abdominal pain, adhesion, allergy to metals, alopecia, anxiety, arthralgia, blister, blood testosterone decreased, contrast media allergy, decidual cast, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, groin pain, hot flush, iodine allergy, loss of consciousness, mechanical urticaria, migraine, mood swings, neuralgia, neurological procedural complication, ovarian failure, pain in extremity, panic attack, progesterone decreased, pruritus, psychological trauma, rash, rubber sensitivity, scar, skin discolouration, skin reaction, tooth disorder, uterine enlargement, vaginal haemorrhage, vulvovaginal pruritus, weight decreased, weight increased and anemia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 24-mar-2020: social media report received : reporter information was added amendment: the report was also amended for the following reason: case (B)(4) was identified to be duplicate of this case and will be deleted. Events- " I have 3 scars and one in my bellybutton, lost 7 lbs after all the fluids and surgery ", source documents, reference section from case (B)(4) (MFR number 2951250-2020-01357) has been transferred to this retained case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic floor pain and achy, lower right ovarian hip to knee all the time') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included breast prosthesis implantation, parity 3 and temporomandibular joint disorder (since 10 years). On (B)(6) 2012 patient undergo for essure confirmation test. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced neurological procedural complication ("nerve damage caused when essure placed"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual periods are heavy, excessive bleeding, passing gray tissue, period for 4 months/ menorrhagia"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), iodine allergy ("allergic or hypersensitivity reaction type: iodine"), adhesion ("adhesives"), rubber sensitivity ("latex"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient was found to have blood testosterone decreased ("hormonal changes describe: low testosterone") and progesterone decreased ("low progesterone/progesterone 1.1"). In 2013, the patient experienced headache ("severe headaches for 6 months"), mechanical urticaria ("rashes or skin conditions type: dermographia") and rash ("rashes randomly appearing on arms /hands and trunk of body"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular bleeding"), anemic ("anemic / could not get out of bed"), hypoaesthesia ("started numb spots now"), allergy to metals ("nickel allergy"), neuralgia ("other injury(ies) or complication (s) please describe: severe nerve pain"), pain in extremity ("thigh to knee/ radiating down thigh knee"), groin pain ("right groin pain"), arthralgia ("hip pain/constant pain in my right hip that radiates down to my knee"), migraine ("migraines"), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), mood swings ("mood swings"), ovarian failure ("my ovaries are shutting down due to essure"), pruritus ("tattoo always itchy"), scar ("scar"), tooth disorder ("damaged teeth"), skin discolouration ("random spots on hip, thigh, groin area, fingers, lower back"), hot flush ("hot flashes"), uterine enlargement ("uterus swelling"), blister ("blisters on forehead, neck, shoulder, "), skin reaction ("reaction burned the all the skin off my ears"), anemia ("anemia"), loss of consciousness ("passed out"), contrast media allergy ("contrast dye allergy"), vulvovaginal pruritus ("vaginal itching"), decidual cast ("decidual cast ") and flatulence ("gas pain"), experienced amenorrhoea ("did not have a period for one year"), lasting 365 days, experienced abdominal distension ("bloating") and feeling abnormal ("do not feel like me anymore"), underwent abdominal operation ("I have 3 scars and one in my bellybutton ") and was found to have weight decreased ("lost 7 lbs after all the fluids and surgery "). The patient was treated with biotin, keratin, vitamin d nos (vitamin d) and surgery (laparoscopic robotic hysterectomy with davinci). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, menorrhagia, mechanical urticaria, dysmenorrhoea, pain in extremity, groin pain, arthralgia, migraine and ovarian failure had resolved, the menstruation irregular, anemic, amenorrhoea, alopecia, blood testosterone decreased, progesterone decreased, vaginal haemorrhage, iodine allergy, adhesion, rubber sensitivity, anxiety, panic attack, rash, allergy to metals, dyspareunia, fatigue, weight increased, neuralgia, neurological procedural complication, psychological trauma, abdominal pain, mood swings, pruritus, scar, tooth disorder, skin discolouration, hot flush, uterine enlargement, blister, skin reaction, anemia, loss of consciousness, contrast media allergy, vulvovaginal pruritus, decidual cast, flatulence, abdominal operation and weight decreased outcome was unknown, the hypoaesthesia had not resolved, the abdominal distension had not resolved and the feeling abnormal outcome was unknown. The reporter provided no causality assessment for amenorrhoea, anemic, headache, hypoaesthesia, menorrhagia, menstruation irregular and pelvic pain with essure. The reporter considered abdominal distension, abdominal operation, abdominal pain, adhesion, allergy to metals, alopecia, anxiety, arthralgia, blister, blood testosterone decreased, contrast media allergy, decidual cast, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, groin pain, hot flush, iodine allergy, loss of consciousness, mechanical urticaria, migraine, mood swings, neuralgia, neurological procedural complication, ovarian failure, pain in extremity, panic attack, progesterone decreased, pruritus, psychological trauma, rash, rubber sensitivity, scar, skin discolouration, skin reaction, tooth disorder, uterine enlargement, vaginal haemorrhage, vulvovaginal pruritus, weight decreased, weight increased and anemia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic floor pain and achy, lower right ovarian hip to knee all the time') in a 27-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2012 patient undergo for essure confirmation test. Previously administered products included for an unreported indication: depo provera. Concurrent conditions included paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced neurological procedural complication ("nerve damage caused when essure placed"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual periods are heavy, excessive bleeding, passing gray tissue, period for 4 months/ menorrhagia"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), iodine allergy ("allergic or hypersensitivity reaction type: iodine"), adhesion ("adhesives"), rubber sensitivity ("latex"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient was found to have blood testosterone decreased ("hormonal changes describe: low testosterone") and progesterone decreased ("low progesterone"). In 2013, the patient experienced headache ("severe headaches for 6 months"), mechanical urticaria ("rashes or skin conditions type: dermographia") and rash ("rashes randomly appearing on arms /hands and trunk of body"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular bleeding"), anaemia ("anemic / could not get out of bed"), hypoaesthesia ("started numb spots now"), allergy to metals ("nickel allergy"), neuralgia ("other injury(ies) or complication (s) please describe: severe nerve pain"), pain in extremity ("thigh to knee/ radiating down thigh knee"), groin pain ("right groin pain"), arthralgia ("hip pain"), migraine ("migraines"), psychological trauma ("psych injury") and abdominal pain ("abdominal pain"), experienced amenorrhoea ("did not have a period for one year"), lasting 365 days and experienced abdominal distension ("bloating") and feeling abnormal ("do not feel like me anymore"). The patient was treated with biotin, keratin, vitamin d nos (vitamin d) and surgery (hysterectomy total, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, pain in extremity, groin pain, arthralgia and migraine had resolved, the headache and hypoaesthesia had not resolved, the menorrhagia, menstruation irregular, anaemia, amenorrhoea, alopecia, blood testosterone decreased, progesterone decreased, vaginal haemorrhage, iodine allergy, adhesion, rubber sensitivity, anxiety, panic attack, mechanical urticaria, rash, allergy to metals, dyspareunia, fatigue, weight increased, neuralgia, neurological procedural complication, psychological trauma and abdominal pain outcome was unknown, the abdominal distension had not resolved and the feeling abnormal outcome was unknown. The reporter provided no causality assessment for amenorrhoea, anaemia, headache, hypoaesthesia, menorrhagia, menstruation irregular and pelvic pain with essure. The reporter considered abdominal distension, abdominal pain, adhesion, allergy to metals, alopecia, anxiety, arthralgia, blood testosterone decreased, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, groin pain, iodine allergy, mechanical urticaria, migraine, neuralgia, neurological procedural complication, pain in extremity, panic attack, progesterone decreased, psychological trauma, rash, rubber sensitivity, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-nov-2019: plaintiff fact sheet received. Events added from pfs- abdominal pain, psych injury. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic floor pain and achy, lower right ovarian hip to knee all the time') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included paratubal cyst. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced neurological procedural complication ("nerve damage caused when essure placed"). In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menstrual periods are heavy, excessive bleeding, passing gray tissue, period for 4 months/ menorrhagia"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), iodine allergy ("allergic or hypersensitivity reaction type: iodine"), adhesion ("adhesives"), rubber sensitivity ("latex"), anxiety ("psychological or psychiatric problems condition: anxiety"), panic attack ("panic attacks"), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue") and was found to have weight increased ("weight gain"). In (B)(6) 2012, the patient was found to have blood testosterone decreased ("hormonal changes describe: low testosterone") and progesterone decreased ("low progesterone"). In 2013, the patient experienced headache ("severe headaches for 6 months"), mechanical urticaria ("rashes or skin conditions type: dermographia") and rash ("rashes randomly appearing on arms /hands and trunk of body"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menstruation irregular ("irregular bleeding"), anaemia ("anemic / could not get out of bed"), hypoaesthesia ("started numb spots now"), allergy to metals ("nickel allergy"), neuralgia ("other injury(ies) or complication (s) please describe: severe nerve pain"), pain in extremity ("thigh to knee/ radiating down thigh knee"), groin pain ("right groin pain"), arthralgia ("hip pain") and migraine ("migraines"), experienced amenorrhoea ("did not have a period for one year"), lasting 365 days and experienced abdominal distension ("bloating") and feeling abnormal ("do not feel like me anymore"). The patient was treated with biotin, keratin, vitamin d nos (vitamin d) and surgery (hysterectomy total, bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea, pain in extremity, groin pain, arthralgia and migraine had resolved, the headache and hypoaesthesia had not resolved, the menorrhagia, menstruation irregular, anaemia, amenorrhoea, alopecia, blood testosterone decreased, progesterone decreased, vaginal haemorrhage, iodine allergy, adhesion, rubber sensitivity, anxiety, panic attack, mechanical urticaria, rash, allergy to metals, dyspareunia, fatigue, weight increased, neuralgia and neurological procedural complication outcome was unknown, the abdominal distension had not resolved and the feeling abnormal outcome was unknown. The reporter provided no causality assessment for amenorrhoea, anaemia, headache, hypoaesthesia, menorrhagia, menstruation irregular and pelvic pain with essure. The reporter considered abdominal distension, adhesion, allergy to metals, alopecia, anxiety, arthralgia, blood testosterone decreased, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, groin pain, iodine allergy, mechanical urticaria, migraine, neuralgia, neurological procedural complication, pain in extremity, panic attack, progesterone decreased, rash, rubber sensitivity, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2012: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-sep-2019: follow up pfs received. Lab data added. Events ; hormonal changes describe: low testosterone, progesterone, abnormal bleeding (vaginal), allergic or hypersensitivity reaction type: iodine, adhesives, latex, psychological or psychiatric problems condition: anxiety, panic attacks, rashes or skin conditions type: dermographia, rashes randomly appearing on arms /hands and trunk of body, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, other injury(ies) or complication (s) please describe: severe nerve pain, thigh to knee/ radiating down thigh knee, nerve damage caused when essure placed, right groin pain, hip pain, migraines were added. On 17-sep-2019: follow up 4 and 5 processed together .coding request done. Event progesterone was replaced with progesterone decreased. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.